Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with cracks identified on the bezel cover for the front panel assembly. Similarly, an internal visual inspection was performed with no issues noted. A simulated treatment was completed on the cycler without any failures or problems. Mechanical evaluations, including a valve actuation test and a system air leak test, were performed on the device with no issues noted. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for an unspecified indication. The cause for the patient's hospitalization remains unknown. The patient is continuing with peritoneal dialysis therapy while in the hospital. Additional information regarding the patient's hospitalization was requested but was not available.